Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported. The explanted components were discarded and, as such, will not be returned. A supplemental report will be submitted should additional information be received.